Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent right heart catheterization and their sensor delivery system was recalibrated, because their doctor felt their pressure readings were high.

Event description:
Additional information gathered revealed the patient has been able to take daily approved readings since being recalibrated.